Event description:
The facility reports the resident had just finished bathing. The lift was raised with cnas on both sides. The resident's legs were raised to transfer over the lip of the tub when resident began to slip. The end tab of the seat belt broke off and the resident fell to the floor, suffering heavy bruising in the hip, knee, and head areas.